Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the forearm shunt. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon first inflation and was removed without any problem. The procedure was completed with another of the same device. There were no patient complications reported.